Event description:
C-cc-dp - detached / dissembled parts; it was reported that the device found broke in the packaging at the level of the luer connector between pressure dome and stopcock before use.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) flotrac kit. Kit appeared not used. Zero-stopcock was completely broken off at uv bond joint with flotrac housing. Damage occured at flotrac housing male luer.